Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted for infection and erosion. The transvenous defibrillation lead was explanted for infection. There was no allegation against the system.